Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the respiratory therapist heard a pop and audible leak was then noted. Patient was reintubated.